Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. This report involves the same patient as in (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information reported that the patient acquired bacterial peritonitis due to a leak in the non-baxter catheter device. Four days after starting antibiotic treatment, the patient discontinued cefazolin and gentamycin therapies. Two days later, the patient began treatment with vancomycin (1 gram per day, route and frequency not reported), amikacin (300 milligram per day, frequency not reported) intraperitoneally for peritonitis. Approximately two weeks later, treatment with vancomycin and amikacin was discontinued and the patient recovered from the peritonitis event. After further investigation, it was determined that the baxter device is no longer a suspect product as the peritonitis was cause by a leak in the non-baxter catheter.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the day of onset, the patient was hospitalized for the event. Beginning on the date of onset, the patient was treated with gentamicin 80 milligrams per day (route and duration not reported) and cefazoline 2 grams per day intraperitoneally (duration not reported) for an unreported indication. Dianeal therapies were ongoing. It was unknown if the patient was recovered or was recovering from the event. Additional information was requested but is not available. This is report 1 of 3.